Event description:
It was reported that the customer tried to put the sensor on and the housing came apart, so the sensor was never inserted. Customer's blood glucose level was 120 mg/dl. Customer also had an issue with one of the tubing, which he stated had stopped working. It was also stated that the assembly fell apart when it was placed in the serter. Customer was able to change the sensor without any kind of issue. Sensor will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor, found needle separated from sensor. Unable to confirm insertion anomaly, due to sensors being received opened/used.